Event description:
A malfunction was reported by a customer in france, where the customer experienced an issue indicated as malfunction: 16-0x20e6. There was no adverse impact to the customer's blood glucose level. No additional information was provided.